Event description:
A staff nurse called to report that the customer was hospitalized twice with high blood glucose. The customer complained of nausea and symptoms of dka. She stated the customer was on insulin drips for high blood glucose. Troubleshooting was performed. Pump test ok. Daily totals, basal totals and bolus history were correct in the pump. Customer called back again from the hospital to request a replacement pump. Troubleshooting was performed for the second time. The device passed the test and was functioning properly.